Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that this current reservoir there is no bubbles. Customer does not have bubbles at this time. Customer was advised to change infusion set and air bubbles did not persist after the set change. Customer was advised that we will replace the reservoirs and infusion sets.